Manufacturer narrative:
An onsite personnel found out that there was a leak in exhalation corner. He took it apart and reset it all with 2% leak volumes back to normal. He also fixed the peep by turning exh valve. A test was conducted and the device was running well as it should according to specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was giving inaccurate gas volume. The device was set to 500, but was only showing 300ml vte reading during patient use. The patient was transferred to another ventilator with no injury.